Event description:
The complainant reported that a patient on impella 5.5 support developed bleeding at the axillary incision site. Blood products were given. Hematoma evacuated at bedside was performed and was left open. Care was withdraw eventually per family wishes and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. H.5 revised as selection was inadvertently omitted from the initial manufacturer device report number.